Manufacturer narrative:
The customer called and spoke with a philips representative. The customer wants to resolve the issue with third party service, no further information was revealed by customer. The customer called and spoke with a philips representative. The customer intends to resolve issue without philips evaluation. The investigation concludes that no further action is required at this time

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Efficia dfm100 defibrillator/monitor/unable to power on. It was reported to philips that device is unable to power on. There¿s no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.